Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s cgm/tandem pump value was lower than his bg which resulted in diabetic ketoacidosis (dka) (cgm/bg values were not provided). The patient regained consciousness in the intensive care unit (ICU) with a 'ventilator down my throat'. In addition to dka, he experienced sepsis and renal failure. As the event occurred 2 years ago, no other details or medications administered were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.